Manufacturer narrative:
G4: 21jan2020. B4: (B)(6). The field service engineer(fse) performed an evaluation and confirmed the reported problem. The fse replaced the touchscreen to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08nov2019.

Event description:
The customer reported touchscreen was not working. There was no patient involvement.